Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the troubleshooting for a check patient line alarm, it was reported that air was present in the patient line of the cassette. The air was observed during the initial drain phase of peritoneal dialysis therapy. The patient was connected to the device at the time of the event. Nothing unusual was noted with the supplies or the setup that could have caused or contributed to the presence of air in the patient line. The technical services representative advised the patient to end therapy and to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available at this time.